Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.

Event description:
Kimberly-clark received a report stating the sutures from the t-fastener kit broke during use.. The feeding tube was placed on (B)(6) 2014. The patient was eventually discharged but was re-admitted to the hospital on (B)(6) 2014 with a diagnosis of peritonitis, which could possibly be related to the malfunctioning t-fastener kit. Upon re-admission all of t-fasteners were missing. The patient was being treated for the peritonitis. The patient will undergo another procedure to replace the enteral feeding tube. No additional information was provided in regards to the patient's status and the outcome of the procedure.